Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-2323pslc, anchor broke when inserted into the hole in the bone. The surgeon removed the broken pieces with no problem. No adverse effect to the patient reported.